Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported the cassette installed at the beginning of the day as a routine, in the middle of the vitrectomy surgery the cassette stopped working. The vitrectomy tip was exchanged for a new one, even so was unable to proceed with the surgery. It was observed that the cassette was clogged. The cassette was changed, opening a new complete pak and the surgery was completed. There was a patient contact with no patient harm.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. Images of a cassette were provided with material inside the chambers of the cassette, and also located on the drain bag. It is unclear what the identity of the material is. And what failure mode led to the customer's experience. Without the sample, we are unable to analyze and functionally test the suspect device. While we could observed, some material within the cassette, we could not ascertain the root cause for this reported event. Root cause is not known. No sample was returned to verify, the condition for this event. The root cause for this complaint is not known. Therefore, specific action with regards to this complaint cannot be taken. Current tracking, indicates no adverse trend for this lot for this event. Quality assurance has reviewed this complaint, and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).